Event description:
Reported as "collagen hypersensitivity to lip and collagen test site." Pt was treated with elidel cream, low level laser therapy, anti-histamines, steroids orally for 3 days, and valtrex."